Manufacturer narrative:
The final analysis from the manufacturer is pending. Method: since the device remains in situ yet inactive, it was not returned. Therefore the programmer files were reviewed.

Event description:
On (B)(6), 2013 a sorin crm USA, inc. Representative called sorin technical services for assistance retrieving expertise files for a paradym crt-d 8750 sn (B)(4). The patient had received 3 shocks due to noise sensing on (B)(6), 2013. The patient has an isoline 2cr-6 sn (B)(4) that is on recall. The isoline lead was capped and remains implanted. A new lead was implanted. Review of the patient file shows the rv lead impedance to be less than 200 ohms. The stored episodes show noise sensing on the rv lead consistent with the isoline recall lead failure. Preliminary analysis from the manufacturer confirmed that inappropriate shocks were delivered because of ventricular noise oversensing. Noise most probably originated from a lead issue on the right ventricular side.

Event description:
On (B)(6) 2013, a sorin crm USA, inc. Representative called sorin technical services for assistance retrieving expertise files for a paradym crt-d 8750 sn (B)(4). The patient had received 3 shocks due to noise sensing on (B)(6) 2013. The patient has an isoline 2cr-6 sn (B)(4) that is on recall. The isoline lead was capped and remains implanted. A new lead was implanted. Review of the patient file shows the rv lead impedance to be less than 200 ohms. The stored episodes show noise sensing on the rv lead consistent with the isoline recall lead failure. Preliminary analysis from the manufacturer confirmed that inappropriate shocks were delivered because of ventricular noise oversensing. Noise most probably originated from a lead issue on the right ventricular side.

Manufacturer narrative:
The final analysis from the manufacturer is pending. Device is capped, remains implanted.